Event description:
This is a patient that was diagnosed with testicular cancer and had an orchiectomy. He had a testicular prosthesis implanted when the orchiectomy was performed. A few days later it was flat. The patient ended up seeing the urologist in the office and the surgeon had never seen that happen before. The urologist feels like the device is defective. The patient was having to go through chemotherapy and recovering. The patient now feels like he is ready to have this potentially defective device replaced. He is going to go through a procedure at a cancer institute and would like this done at the same time.